Manufacturer narrative:
H6: investigation summary nine samples and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that seven plunger rods had a severe crack in the rib over 1¿ long and two had a portion of the rib missing. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod broken/damaged defect is associated with the assembly process. A requalification for this defect was performed during the production of this batch. However, it is possible a limited number of pieces with this condition were able to escape detection. H3 other text : see h10.

Event description:
It was reported that 9 bd luer-lok¿ tip syringes in the bulk sterile convenience pak were found with cracked/chipped plunger rods after filling them with medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the syringes were discovered with cracked/chipped plunger rods. The tray packs do not appear to be damaged, yet we are finding these defects during and after filling (since the plunger is seated inside the syringe they¿re only observed after being filled--but immediately after filling. Response received 12 sep 2023 - there was no leakage reported, just the cracked plunger rods... - the was no patient involvement."

Event description:
It was reported that 9 bd luer-lok¿ tip syringes in the bulk sterile convenience pak were found with cracked/chipped plunger rods after filling them with medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the syringes were discovered with cracked/chipped plunger rods. The tray packs do not appear to be damaged, yet we are finding these defects during and after filling (since the plunger is seated inside the syringe they¿re only observed after being filled--but immediately after filling. Response received (B)(6) 2023. - there was no leakage reported, just the cracked plunger rods... - the was no patient involvement."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.